Event description:
It was reported that the balloon would not cross the intended lesion. No other information is available. This event is being filed based on the results of the investigation which identified a separated shaft.